Event description:
Mix-up between "night insulin" and "day insulin" [wrong drug administered] (hyperglycaemia). Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "mix-up between "night insulin" and "day insulin" with an unspecified onset date, "blood glucose values wee between 200-300 mg/dl" with an unspecified onset date in (B)(6) 2015 and concerned an (B)(6) pt who was treated with novopen 4 (insulin deliver device), from an unk date due to "device therapy." The pt's height, weight and body mass index was not reported. Medical history was not reported and previously the pt was hospitalized due to an eye operation. It was reported that the pt has received two novopen 4 (insulin for the day and insulin for the night) in the hosp (product: unk) and had probably mixed up them. The pt had these novopen 4 for 10 days and can't manage it. On an unk date, the pt was fallen down several times and felt weak. Pt's blood glucose values were between 200-300 mg/dl last weekend (from the time of reporting) in (B)(6) 2015. The pt was hospitalized on (B)(6) 2015 due to confusion, dizziness and falls. Action taken to novopen 4 (batch number: unk) was not reported. Overall outcome of the events was not reported.